Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of over 400 mg/dl and several no delivery alarms. Troubleshooting found that the cannula was bent and that the customer may be using the incorrect infusion set for their body type. The customer was advised to follow up with their doctor regarding the high blood glucose. Customer will be provided with replacement infusion sets.